Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis data analysis of the aic logs from the reported complaint occurrence date showed there were a few placements signal-related alarms that occasionally triggered. There were no obvious errors in the logs that would indicate an alarm malfunction. However, the analysis does show the user interacted with the interface to turn the suction audio off and then back on, which could indicate the user was attempting to troubleshoot an inaudible alarm. The console was tested thoroughly on an engineering lab bench. When a suction alarm was triggered, the aic alarmed appropriately. There were no issues observed over a long period of time with the ability to produce an audible tone. The internal cable associated with the speaker was properly connected/ aligned. Product history review was completed, and no action was required as a result of the review. The alarm triggering and clearing behavior did not match the known software jama defect which causes issues with alarm clearing. Regardless, this was revised in sw v10.2, and the console was upgraded with this software before returning to service. The root cause of the inaudible aic alarm was unable to be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported the patient was implanted with an impella 5.5 device for mechanical circulatory support and while on support, there was an inaudible alarm with automated impella controller (aic). A loaner aic was arranged for return of the complaint aic for evaluation and analysis. No further details were provided; there was no report or indication of any harm to the patient.